Manufacturer narrative:
The nurse's finger bled when it was punctured while taking off the outer protective cap of the clickfine during an insulin injection with a novopen. The cannula was found bent and stretched out of the needle hub. Review of manufacturing documentation showed no abnormalities or deviations from the validated manufacturing process for the main batch 221515. Assembly rocess review of the straightness check for the cannula is found to be 100% controlled before the inner protective cap is fitted. Non-conforming parts were automatically sorted out as expected.

Event description:
The nurse's finger bled when it was punctured while taking off the outer protective cap of the clickfine during an insulin injection with a novopen. The cannula was found bent and stretched out of the needle hub.